Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the clinic after hearing tones being emitted from the device. During the follow up, it was discovered that the ICD had declared elective replacement indicator (eri) and device replacement was scheduled to be performed two weeks later. A week before the revision could be performed, the patient was found deceased by her family. A boston scientific field representative was asked to come and interrogate the ICD to confirm if the device was functioning properly. Interrogation of the ICD was performed in the presence of the two pathologists, two police officers, and the states attorney. The ICD had a monitoring voltage of 2.67 volts and was pacing in vvi at 30 paces per minute (ppm). A review of the arrhythmia logbook showed both anti-tachycardia pacing (atp) and shock therapy being delivered. All recorded measurements were within normal range. Impedance measurements were obtained during the device interrogation. The pacing impedance was 805 ohms and the shock impedance was above 125 ohms; however, the shock impedance had been previously at 88 ohms. It was also noted that the measurements were taken after the patient had been in cold storage which may have affected the impedance measurements. A memory download was performed, along with all printouts that were conducted during the interrogation. The data will be submitted for further analysis. After the interrogation, the individuals present deemed that the device was functioning normally and there were no further allegations made against the ICD or rv lead.

Manufacturer narrative:
The memory download was sent to boston scientific technical services for further evaluation. A review of the episodes determined that the device was operating normally and was delivering pacing and shock therapy appropriately. All shocks delivered during the recorded episodes had shock impedance measurements within normal range. It was noted that the device had reached elective replacement indicator (eri) with a charge time of 19.5 seconds with a monitoring voltage of 2.67 volts. Eri was most likely triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. However, disk analysis confirmed that this behavior did not cause or contribute to the patient's death. The ts consultant discussed that the device was operating appropriately prior to the patient's death. The device will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.